Manufacturer narrative:
The last calibration was acceptable. The qc recovery was acceptable. The field service engineer replaced and adjusted the sample probe. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative checked the rinse unit and did not find any problems. The investigation is ongoing.

Event description:
The initial reporter received questionable iga-2 tina-quant iga gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 43.1 mg/dl. The repeated result was 100.7 mg/dl. The reagent lot number is 474691. The expiration date was requested but not provided. The results were not reported outside of the laboratory.